Manufacturer narrative:
A philips remote service engineer (rse) visually found that there was no external speaker control set on the screen; results of functional testing indicate that the screen configuration was missing the speaker volume control. Based on the information available and the testing conducted, the cause of the reported problem was the screen configuration. The reported problem was confirmed. The device was operational after adjustments to the screen configuration were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer biomedical engineer (biomed) reported there was no more audio alarm on the central station. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote service engineer (rse) spoke to the biomed. The rse had the biomed perform a reconfiguration of the alarm at the windows configuration panel in sound by first placing the default loudspeakers then disconnect the screen and put back the screen. After this was done, the loudspeakers do announce the alarms, and the system was operational. It was not known what caused the alarm to need reconfiguration.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).